Event description:
It was reported that, prior to the start of a da vinci-assisted procedure, the endoscope was not recognized when connected, and error 45310 was displayed. The customer cleaned the connector contacts, but the issue did not resolve. The connector was then re-cleaned and the endoscope was re-inserted; however, the error persisted. Because no immediate backup endoscope was available due to sterilization, the case was converted to a single-port laparoscopic procedure, and no injury was reported.

Manufacturer narrative:
Intuitive received the endoscope single port (sp) for failure analysis. When connected to the main unit, the endoscope was not recognized and was found to have a quadrax demating issue. Functional testing on an in-house system showed repeated communication failures during both the first and second endoscope diagnostic tests (edt). The endoscope also exhibited loss of vision with color bars and failed to provide video, consistent with an electrical and/or communication problem, along with repeated self-test failures while color bars were displayed. Customer log review corroborated multiple video-loss events consistent with the reported issue. The leak test passed with stable pressure and no bubbles observed, and visual inspection of the manifold membrane identified no abnormalities. However, the endoscope failed button functionality testing, with all three local button controls not operating properly. Diagnostic testing also identified voltage out-of-range indications, additional electrical failures during functional testing, sensor register failures, and unsuccessful tip articulation testing due to lack of video during articulation.